Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.